Manufacturer narrative:
Summarized patient outcomes/complications of comparison of latest generation intra- and supra-annular self-expanding transcatheter heart valves for aortic valve-in-valve procedures were reported in a research article in a subject population with multiple co-morbidities including arterial hypertension, prior stroke, coronary artery disease, extracardiac atheropathy, arrhythmia, chronic obstructive pulmonary disease, pulmonary hypertension, and heart failure. No complications are reported. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. It should be noted that the navitor¿ transcatheter heart valve, instruction for use (IFU), the navitor¿ valve is indicated for patients with symptomatic severe native aortic stenosis who are considered high or extreme risk for surgical aortic valve replacement (avr). In this case, it is unknown if the IFU violation caused or contributed to the reported complaint; therefore, a letter will not be created b3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: comparison of latest generation intra- and supra-annular self-expanding transcatheter heart valves for aortic valve-in-valve procedures.

Event description:
The article, "comparison of latest generation intra- and supra-annular self-expanding transcatheter heart valves for aortic valve-in-valve procedures", was reviewed. The article presented a retrospective, single-center study aimed to compare self-expanding (se) intra- and supra-annular transcatheter heart valves (thv) for valve-in-valve (viv) procedures for failing aortic bioprostheses. Devices included in the study were navitor (abbott) and evolut r/pro (medtronic). The article concluded that intra- and supra-annular thv showed similar clinical and hemodynamic outcomes in aortic viv procedures. These findings highlight the applicability of se intra-annular thv for aortic viv procedures. [The primary and corresponding author was antonia katharina stötzel, departments of cardiovascular surgery, university heart and vascular center hamburg, university hospital hamburg eppendorf, hamburg, germany, with corresponding email: a.stoetzel@uke.de] the time frame of the study was from may 2022 to november 2023. A total of 32 patients were included in the study, of which 10 received an abbott device. In the study group, the average age was 75.7 years and the majority gender was male. In the control group, the average was 79.9 years and the gender ratio was evenly split (11 out of 22 were female). Comorbidities included arterial hypertension, prior stroke, coronary artery disease, extracardiac atheropathy, arrhythmia, chronic obstructive pulmonary disease, pulmonary hypertension, and heart failure.